Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse guided them to perform a proper boot and suggested for onsite check. The philips field service engineer (fse) visited onsite and upon functional testing, the fse was unable to replicate the issue even after multiple restarts. After checks, the fse confirmed that the system was in good working order. The codes were updated based on the investigation outcome.